Event description:
The facility's biomedical engineering department reported an infusion pump with a failure code 500. The failure code occurred in the biomedical department and there was no patient involvement.